Event description:
It was reported that when using the bd pyxis¿ es server, had all orders are not showing up to all stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device this incident, it was determined that all orders were not showing up to all machines. A technical support specialist (tss) had found that the inbound processors service was getting stuck and implemented the observer tool from the knowledge article messages stuck skipping dequeue scheduled task observer tool to prevent this. The dsserveroltp purge had a large backlog, so throttling was disabled to help it keep up. Tss found that weekly index optimization job had been timing out, a manual reindex was run, and the job was then set to run daily instead of weekly. The cii safe extract transform load (etl) job had been causing high read latency, which the es reporting development team addressed by implementing a new index. Additionally, the es reporting purge had a large backlog, and dsserverreports was on the same drive as dsserveroltp, causing high read latency, so another case was filed to bring the purge queue down. After these actions, no more messaging delays were reported for several days issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had all orders are not showing up to all stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.